Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device broken, bloody and discarded, and therefore, it is not available for evaluation. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "cement restrictors are brittle and stiff and when put down the canal they break".